Event description:
The vial of blood glucose test strips had a usable dated on the vial however when looking at the manufacturer's inventory system, the date indicated the product is expired. It was reported expiration date of the vial is 7/31/06 while the date in the inventory system states the expiration date is 7/31/2004. No treatment was received or actions taken as a result. A request was made for the return of the suspect product and replacement product was sent.